Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the air dermatome serial number (B)(6) was conducted by flextronics on 11 march 2020 revealed that the poppet was damaged, the device needed to be recalibrated, and the swivel, hinge, o-rings, motor, and motor sleeve needed to be replaced. Repair of the device was performed by flextronics on 11 march 2020 which included replacement of the o-ring (.228id), o-ring (.228id), o-ring (.056id), o-ring (.070id), motor sleeve, hinge, motor, poppet, and swivel. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device was leaking air at the beginning of use before surgery. No adverse events were reported as a result of this malfunction.